Manufacturer narrative:
This event was discovered when pmt initiated a review of a 2017 registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6) year old male patient underwent cervical fusion with cages placed posteriorly at c4-c5. At 7 months post procedure, the patient was readmitted to the hospital due to motor deficit and c5 palsy. The patient is doing well, and no subsequent issues have been reported.

Event description:
(B)(6) year old male patient underwent cervical fusion with cages placed posteriorly at c4-c5. At 7 months post procedure the patient was readmitted to the hospital due to motor deficit and c5 palsy. No data are available regarding follow-up surgical procedure(s) and/or cage removal.